Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's screen was blank. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.